Event description:
A pharmacist reported that the infusion line did not hold in the trocar and disconnected several times during a vitrectomy for an epimacular membrane. While reintroducing the infusion line, infusion liquid went under the choroid, leading toe choroid detachment. Liquid was evacuated perioperatively, via a trocar located in the nasal superior quadrant. The procedure was stopped prior to the final testing needed at the end of the procedure. At the time of the first report, there was no consequence on the pt's vision. At the time of the postoperative follow up, the pt had recovered and did not present any complications.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).